Event description:
It was reported that the noise was oversensed and multiple shocks were delivered. The shocks induced ventricular fibrillation that was later converted by subsequent shocks. The right ventricular lead did not capture at its maximum output. On (B)(6) 2018, the right ventricular lead was capped and replaced. The device was also explanted and replaced in the same procedure. The patient was stable before, during and post procedure.